Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) got the detailed information about the results of multiple microbiological testing by the user facility, following microbes were detected in the sample collected from the subject device. Distal end: 1cfu. All channels: 5cfu. The subject device has not been returned to omsc but was returned to olympus europe se & co. Kg (oekg). Oekg sent the subject device to a third party laboratory for microbiological testing. As results of the testing were positive as followings; distal end of the subject device; coagulase-negative staphylococci (1cfu/100ml) but the testing result cleared the french guideline. Oekg checked the subject device and found followings; the light guide lens was chipped. The adhesive of the bending section rubber was detached. One of key tops ¿rubber was pierced. The bending angle did not meet specification. The forceps elevator didn¿t raise completely. The instrument channel was worn. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.